Event description:
It was reported that a catheter issue occurred. The stenosed target lesion was located in the left anterior descending artery. The opticross imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the catheter could not show the image and it became fractured. The procedure was completed with another of the same device. There were no patient complications reported. It was further reported that the catheter was only kinked.

Event description:
It was reported that a catheter issue occurred. The stenosed target lesion was located in the left anterior descending artery. The opticross imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the catheter could not show the image and it became fractured. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed no issues, and the device appears to be in good condition. No damage or failures were observed on the ccp (catheter code pcba) board assembly. Microscope inspection showed that the guidewire exit port was in good condition, but the distal section of the tip was observed to be pinched. Impedance testing revealed an electrical open at the proximal end of the catheter, between 130 and 140 cm from the distal housing. Functional testing confirmed that the catheter was properly recognized by the imaging system when plugged into the mdu, and no connection issues or errors were detected during testing. Based on the evidence, the reported codes of image lost, catheter damaged/defective are confirmed. The open proximal end found during the impedance test could contribute to the image loss, and the pinched tip could contribute to device malfunction during the procedure.

Event description:
It was reported that a catheter issue occurred. The stenosed target lesion was located in the left anterior descending artery. The opticross imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the catheter could not show the image and it became fractured. The procedure was completed with another of the same device. There were no patient complications reported. It was further reported that the catheter was only kinked.